Event description:
It was reported that the customer was brought back from the hospital, and his glucose level had dropped from 35 to 25mg/dl, had infection arm, and sweating. The customer's glucose level was tested twice, but it was not dropping. The customer was treated with liquid glucose and was eating, but his glucose level was still down. The customer became unresponsive and the paramedics were called. Days later, the customer called back and reported being in the emergency room due to high blood glucose of 600mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that the customer recently had surgery and currently has infection on the arms, which caused his blood glucose to rise. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.